Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a patient experienced a wound burn during a cataract with intraocular lens implant procedure. She also reported that there was a high cde (cumulative dissipative energy) value for the removal of a moderate cataract. There was wound gape and leakage requiring five sutures to close the wound. The surgeon was unsure as to when the burn occurred and indicated that there was no occlusion bell. No samples were kept for evaluation.